Manufacturer narrative:
The pump is not expected for return to animas for evaluation at this time. There is no allegation of malfunction or defect. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, it was reported that the patient awoke during the night with blood glucose (bg) that read low on the bg meter. The patient stated that she treated herself with oral carbohydrates with some assistance from a family member. She denied the need for glucagon or medical intervention. The patient mentioned that her bg on the morning of (B)(6) 2012 was 158mg/dl and later rose to hi on the bg meter. According to the patient, the elevation was due to the over treatment of the hypoglycemia. At the time of the bg elevation the patient denied signs or symptoms of serious hyperglycemia; she said her mouth felt dry. The patient reviewed the pump settings with customer technical support (cts) and discovered that she had incorrectly programmed the pump about two weeks previously; this pump was an upgrade from her original pump. She said that the settings in the older pump had the insulin-on-board (iob) feature turned on with the duration set to 4 hours; in the new pump she said, the iob feature was turned off. Further review of the pump verified that the other advanced settings were correctly programmed. The bolus history showed multiple boluses. On (B)(6) 2012 at 8:06pm, 1.6 units delivered; at 8:44pm, 6.35 units delivered; at 9pm, 3.5 units delivered; at 10:43pm, 6.15 units delivered; and at 11:48pm, 3.25 units delivered. The patient agreed with cts that she experienced hypoglycemia because, the new insulin pump was not correctly programmed and she accidentally delivered excess insulin. The patient remained on the pump without further reported incidents. No pump malfunction or defect was alleged. This report is submitted based on the following conclusion: the patient delivered excess insulin as the result of incorrect programming of the pump, and the error resulted in serious bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported insulin on board (iob) issue was not duplicate in the evaluation. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. The iob feature on the pump was set to ¿on¿ with a 4-hour duration. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps the pump powered up properly. The pump delivery accuracy was found to be within specifications. A normal bolus and an audio bolus was delivered and recorded correctly in the iob status screen. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Bolus values was calculated based on blood glucose value and carbohydrate values, and then programed with blood glucose above, below and within target. Pump adjusted the calculated amounts correctly. The iob feature was functioning correctly.